Event description:
A potential product issue has been identified without artiste mv linear accelerator. In the abundance of caution this issue is being reported. An applications trainer reported that, while at (B)(6), she was shown that when (B)(6) crashes, the comments that were currently being copied into each session disappear and do not hold. Example workflow: open and copy a comment from the comment field; paste comment into comment field of new appt click ok; paste comment into comment field of new appt click ok; (B)(6) crashes. It was reported the pasted comments had been lost and had to be redone. The reporter indicated "this is an unsafe feature, that if goes unnoticed may result in important info not being relayed to the correct areas/people." The reporter requested further investigation.

Manufacturer narrative:
The referenced software is provided by a vendor: and the investigation is being referred to this third-party supplier. Additional info will be provided via follow-up report, when it becomes available. Preliminary risk assessment indicates: severity: 3 (critical). There has been no mistreatment or injury reported. In most cases the notes are used for non-critical hints related to pt treatment. In case an important note gets lost due to the crash during edit, a mistreatment may potentially happen and cause a serious injury. Probability: b (improbable). In case the (B)(6) client crashes, the user may restart the application and continue immediately. The user will most likely know the last performed task that caused the crash and repeat this task (without using copy and paste). The treatment plan must be reviewed and approved before treatment. Even if an important note has been lost before, this will be recognized during the approval. The serial number is being confirmed. We became aware of this matter on (B)(6) 2011 and are mailing this report on (B)(6) 2011.